Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: the nozzle contained foreign objects. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced. The root cause of the foreign material remaining in the nozzle could not be conclusively specified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope had a foreign material emerged from the insertion guide. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.